Event description:
It was reported that during a cystoscopy, the subject device had exhibited not sealing, a couple of dents, it was bent and the lock was broken. This issue resulted in delay of the procedure for more than 30 minutes while the patient was under sedation. The procedure was completed with an olympus back-up device. There were no reports of patient harm. This report is related to the following linked patient identifier: (B)(6).

Event description:
Additional information was received from the customer which confirmed that the event happened before the start of the procedure. There were no reports of patient harm from the prolonged procedure. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. Updated fields: f9 and f10.